Manufacturer narrative:
B3 ¿ the event date has been confirmed and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out connector socket and the use of a non-olympus lamp could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing they discovered an intermittent illumination issue with the spare lamp. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was sent back to olympus for evaluation and the customer¿s complaint of intermittent spare lamp was confirmed, the printed circuit board failed. During inspection and testing the following was also found: the main lamp is not olympus lamp and the connector socket is worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.